Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Another relevant device is: d-evolutfx-2329; lot number: 0012862890; use by date: 2027-06-10; UDI number: (B)(4) updated data: b5, d10, h6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that during the implant procedure via the left femoral access site, a pre-dilatation of the pre-existing non-medtronic valve was performed. A non-medtronic extra stiff guidewire was used with the delivery catheter system (dcs). Prior to the final implant placement of the medtronic transcatheter valve, the valve was recaptured twice. Once due to too high of a position and once due to too low of a position. Diagnostic echocardiographic imaging was used as result of this event. The event resolved the day following the valve implant procedure.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that indicated the previously implanted aortic valve was a non-medtronic device.

Manufacturer narrative:
Continuation of d10: product ID d-evprop2329; product lot/serial number unknown; product type: delivery catheter system; implant date n/a; explant date n/a product ID l-evprop2329; product lot/serial number unknown; product type: compression loading system; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a valve-in-valve (viv) transcatheter bioprosthetic aortic valve procedure, and the implant of this active medtronic valve, complete heart block developed. A temporary pacemaker wire was placed. A permanent dual chamber pacemaker was later implanted. The event prolonged the existing hospitalization. The event resolved 3 days following the viv procedure. The physician indicated the event was causally related to the valve and valve implant procedure.